Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that fenestrated bipolar forceps instrument jaw was not properly closed, it was removed by bed side assistant and checked that the one side wire is broke and used backup instrument. The procedure was completed with no reported injury.